Event description:
Customer reported that the insulin gauge displayed an amount different than expected, leading to a fill estimate issue. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A manual insulin injection was administered to address bg level. To resolve the issue, technical support educated the customer on using room temperature insulin and ensuring proper air removal from the cartridge. The customer loaded a new cartridge and delivered a bolus, which resolved the fill estimate discrepancy without needing a cartridge return, resulting in a displayed value matching expectations.